Event description:
Olympia clinical study. Same case as 6000089-2006-00703. Seven days after a coronary artery drug eluting stenting procedure the patient experienced a stent thrombosis (st) and required a target vessel reintervention (tvr). 84 days later the patient required a second tvr which was not related to the taxus stent. The lesion being treated in the index procedure was a 2.5mm, 99% stenosed, 15mm long portion of the 1st obtuse marginal (1st ob marg). The physician treated the lesion with predilation and successful placement of two taxus liberte' (2.50x24mm & 2.50x20mm) drug eluting stents in the target lesion. There were no reported complications. 7 days after the initial procedure the patient experienced a st in the 1st ob marg. The physician successfully placed a guidant vision in the target lesion. In the opinion of the physician the relationship of the st & tvr to the taxus stent is possible. 84 days later the patient required a 2nd tvr of the target lesion.